Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 05/29/2026. Data was provided for investigation. It was found in connection with the reported allegation that on the alleged event date, (B)(6) 2026, the dexom app, watch, and receiver were connected to the device. At 08:02 am, the estimated glucose value was 130 mg/dl, and the app delivered a high alert at 80% volume. At 08:33 am, the egvs dropped to the low threshold (80 mg/dl), and the app delivered low alerts at 80% volume until 08:38 am. From 08:42 am to 12:02 pm, the device experienced signal loss, during which egvs dropped to low (less than 40 mg/dl). When signal returned, urgent low alerts were delivered through the app and the watch at 80% to 100% volume from 12:08 pm to 12:32 pm. At 12:37 pm, the app was opened in the foreground, but no alerts were acknowledged. The egvs rose above the urgent low threshold (55 mg/dl), and the app delivered low alerts through the app and the watch at 80% to 100% volume from 12:37 pm to 01:02 pm. At 01:07 pm, egv (82 mg/dl) returned within range. Data investigation confirmed the allegation as signal loss over one hour. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported an unspecified malfunction/issue occurred. On (B)(6) 2026 at around 8:00 am, the patient¿s cgm was showing 130 mg/dl. He was carrying his wife to transfer her to the bed when he passed out. He reported no symptoms of hypoglycemia before passing out. After about 1.5 hours, he regained consciousness and checked his cgm device, which showed 45 mg/dl. He did not perform a fingerstick to verify the cgm reading and reported no symptoms of hypoglycemia. He drank lemonade and ate cake to raise his blood glucose. He called 911 for assistance because his wife had fallen on him when he passed out, and he needed help transferring her to the bed. When ems arrived, they helped transfer his wife to the bed. The patient showed them his cgm reading, which was around 55 mg/dl and trending up. No fingerstick blood glucose check was performed. At the time of the report the patient was fine. It could not be determined the malfunction that contributed to the event. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.